Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. Product event summary: analysis confirmed the customer comment that the programmer would not interrogate a specific model of implantable heart devices and the hard drive was reconfigured and the software reloaded and updated to resolve. It was further reported that the system fan was noisy and that the latch tab on the power cord bay was broken. Both the fan and the power cord bay were replaced to resolve. Concomitant medical products: product ID: 229047, software analyzer. (B)(4).

Event description:
It was reported that following an upgrade the programmer was unable to perform data reading and tests on some implantable heart devices. The programmer was returned for service. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.